Event description:
(B)(4) is the initial importer of the device which is a rollator. The wheels of the device would move (rotate) even when brakes were locked. The daughter of the end-user brought the device issue to the attention of the service provide before the incident. The end-user fell due to the issue. She was taken to the ER where she was diagnosed that her arm was broken in 4 places. The unit was returned and evaluated. The brakes were slightly loose and need some adjusting. Once adjusted, brakes are conforming.